Event description:
The caller reported a power-on-reset condition. The caller first saw the message (B)(6) 2011, and last used stimulation on (B)(6) 2011. The power-on-reset condition was cleared and the issue resolved.

Manufacturer narrative:
(B)(4).